Event description:
It was reported that during a breast biopsy procedure, the instrument made an abnormal noise and vibration. The instrument stopped during the third sampling attempt. There were no pt consequences. Two devices from the same batch were returned for analysis.